Event description:
An account reported an adverse event using the company's equipment (i.e., erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator w/endocut & argon model icc 200 e/a (p.n.: 10128-205). The physician was attempting to remove a lesion in the rectum. Upon activating the system, a loud pop was heard. Immediately perforations were noticed. The patient underwent surgery to have three perforations repaired and is recovering fine.